Event description:
It was reported by service report that the hi-low motors were intermittent. It was unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; when additional information is received, a follow-up report will be submitted.